Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/02/2014-device evaluation:the insulin pump has been returned and evaluated by product analysis on 12/18/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.visual inspection of the pump found no cosmetic damages. On investigation, the battery compartment was found to be cracked and failed a leak test. Evidence of moisture intrusion was found within the battery compartment. No evidence of moisture intrusion was found within the pump interior when the casing was opened to investigate.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Reportedly when trying to replace battery after a low battery alert, patient noticed that there was moisture in the pump and pump did not power-on. Patient stated that there was no damage to the pump casing and keypad. Patient acknowledged that the battery cap was loose and it was over a year old. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.